Event description:
The end user stated that the company's dressing was difficult to remove and experienced skin irritation. The dressing was applied in the right flank region. Surgical incision was "c" shaped with staples. Dressing was removed using taffy pull technique; however, patient expressed that it was extremely painful to remove. It took fifteen minutes to remove the dressing, and she was screaming the entire time. She thought her surgeon may have used extra glue/adhesive under the dressing to "keep it in place¿ and was unable to confirm. Staples remained intact, but there were a few shallow areas from adhesive injury to incision line. There were also pieces of adhesive remaining on the skin. The end user also stated that prior to removal the dressing appeared tightly stretched over the incision line. She saw the surgeon's pa on (B)(6) 2025 who advised that she could have a nerve problem - explaining why the dressing caused intense pain with removal. The end user advised that she has a very high pain tolerance. She still has pieces of adhesive residue on the skin. The pa could not remove the remaining adhesive residue from the skin. She used an unknown wipe. Pa advised end users to let the remaining glue come off on its own. Photographs depicting the issue were received from the complainant.

Manufacturer narrative:
D4: the part number / model number, lot number or product sizing information for product unfortunately was unknown. The end user only stated that aquacel ag surgical cover dressing was used, although the complainant was unable to provide the exact icc (product reference code). Therefore, the nearest model number 412010 has been captured. E1: address and name of the hospital: (B)(6). H6: medical device problem code: as per the information provided by complainant, for the issue adhesive residue remaining on the skin, the imdrf med. Dev. Prob. Code a050901 (adhesive too strong) is not available for selection. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003